Event description:
As reported by the edwards sales rep, following deployment of a 23mm sapien valve via a transapical approach the patient experienced prolonged hypotension. Cardiopulmonary resuscitation was initiated and an intra aortic balloon pump (iabp) was placed for support. After a few minutes the patient was weaned from the iabp and was noted to be in stable condition. Per report, prior to deployment of the sapien valve, balloon aortic valvuloplasty (bav) was performed successfully twice.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device dysfunction. Per the instructions for use, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies, including the effects of anesthesia and rapid ventricular pacing, and is required during bav and subsequent valve deployment. The root cause of the reported severe intraoperative hypotension in this case cannot be confirmed; however, the patient's underlying history of heart disease and cad, in combination with anesthesia, procedural medications, and multiple runs of rapid ventricular pacing, likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.